Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted arc marks on the case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), defibrillation threshold (dft) testing was unsuccessful at 14, 21 and 41 joules and was followed by a shorted high voltage shock lead fault message (fault code 1004). Boston scientific technical services (ts) recommended not implanting the device. The device was attempted, but not implanted and another crt-d was implanted. The physician elected to maintain the high voltage portion of the defibrillation lead and the chronic rv pacing lead was maintained as the pace/sense lead. No adverse patient effects were reported.